Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, increased capture threshold was observed. X-ray revealed no problems with the lead. Programming changes were made. The lead remains implanted. The patient was in stable condition afterwards.